Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. Reportedly, the customer completed a supply change and resolved the elevated bg. Bg level at time of follow up was 145 mg/dl. The customer declined to provide additional information regarding the issue.